Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a 33-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, weight loss, pleuritic pain, coughing, tenderness, painful respiration, anorexia, anemia and pelvic inflammation. Previously administered products included for an unreported indication: omeprazole and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("reproductive system disorder or condition: ovarian cyst"), nausea ("nausea"), mood altered ("hormonal changes describe: anxiety, moody"), anxiety ("hormonal changes describe: anxiety, moody"), dizziness ("psychological or psychiatric problems condition: dizziness,"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition :"), dyspepsia ("gastrointestinal or digestive system condition :"), vision blurred ("vision/eye problems type: blurred, dizzy"), infection ("infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches") and bladder disorder ("possible bladder issues,"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, anxiety, gastrointestinal disorder and dyspepsia was resolving and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dyspareunia, ovarian cyst, nausea, vaginal discharge, mood altered, dizziness, fatigue, vision blurred, weight increased, infection, dysmenorrhoea, migraine and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, infection, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on an unknown date: impression: 1. Low level echoes within the cul-de-sac. Cannot exclude heme or inflammatory cells within the free fluid.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal discharge, anxiety, abdominal pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2017. The patient's medical history included multigravida, parity 2, weight loss, pleuritic pain, coughing, tenderness, painful respiration, anorexia, anemia and pelvic inflammation. Previously administered products included for an unreported indication: omeprazole and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition: ovarian cyst"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition :gerd") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced anxiety ("hormonal changes describe: anxiety, moody"), dizziness ("psychological or psychiatric problems condition: dizziness,") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred, dizzy"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced mood altered ("hormonal changes describe: anxiety, moody"), dyspepsia ("gastrointestinal or digestive system condition :"), infection ("infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("possible bladder issues,") and headache ("headache"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, anxiety, gastrooesophageal reflux disease and dyspepsia was resolving and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dyspareunia, ovarian cyst, nausea, vaginal discharge, mood altered, dizziness, fatigue, vision blurred, weight increased, infection, dysmenorrhoea, migraine, bladder disorder and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, infection, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on 06-mar-2014: total bilateral occlusion. Ultrasound pelvis - on an unknown date: impression: 1. Low level echoes within the cul-de-sac. Cannot exclude heme or inflammatory cells within the free fluid. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal discharge, anxiety, abdominal pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received. Updated event gastrointestinal or digestive system condition to gerd. Event headache was added. Event onset date was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in november 2017. The patient's medical history included multigravida, parity 2, weight loss, pleuritic pain, coughing, tenderness, painful respiration, anorexia, anemia and pelvic inflammation. Previously administered products included for an unreported indication: omeprazole and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In july 2014, the patient experienced nausea ("nausea"). In august 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In september 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition: ovarian cyst"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition :gerd") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In october 2014, the patient experienced anxiety ("hormonal changes describe: anxiety, moody"), dizziness ("psychological or psychiatric problems condition: dizziness,") and fatigue ("fatigue"). In july 2016, the patient experienced vision blurred ("vision/eye problems type: blurred, dizzy"). In november 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced mood altered ("hormonal changes describe: anxiety, moody"), dyspepsia ("gastrointestinal or digestive system condition :"), infection ("infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("possible bladder issues,") and headache ("headache"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, anxiety, gastrooesophageal reflux disease and dyspepsia was resolving and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dyspareunia, ovarian cyst, nausea, vaginal discharge, mood altered, dizziness, fatigue, vision blurred, weight increased, infection, dysmenorrhoea, migraine, bladder disorder and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, infection, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on an unknown date: impression: 1. Low level echoes within the cul-de-sac. Cannot exclude heme or inflammatory cells within the free fluid. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal discharge, anxiety, abdominal pain, ovarian cyst, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received. Updated event gastrointestinal or digestive system condition to gerd. Event headache was added. Event onset date was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in november 2017. The patient's medical history included multigravida, parity 2, weight loss, pleuritic pain, coughing, tenderness, painful respiration, anorexia, anemia and pelvic inflammation. Previously administered products included for an unreported indication: omeprazole and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition: ovarian cyst"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition :gerd") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On 15-oct-2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced anxiety ("hormonal changes describe: anxiety, moody"), dizziness ("psychological or psychiatric problems condition: dizziness,") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred, dizzy"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced mood altered ("hormonal changes describe: anxiety, moody"), dyspepsia ("gastrointestinal or digestive system condition :"), infection ("infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("possible bladder issues,") and headache ("headache"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, anxiety, gastrooesophageal reflux disease and dyspepsia was resolving and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dyspareunia, ovarian cyst, nausea, vaginal discharge, mood altered, dizziness, fatigue, vision blurred, weight increased, infection, dysmenorrhoea, migraine, bladder disorder and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, infection, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on an unknown date: impression: 1. Low level echoes within the cul-de-sac. Cannot exclude heme or inflammatory cells within the free fluid.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal discharge, anxiety, abdominal pain, ovarian cyst, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received. Updated event gastrointestinal or digestive system condition to gerd. Event headache was added. Event onset date was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in november 2017. The patient's medical history included multigravida, parity 2, weight loss, pleuritic pain, coughing, tenderness, painful respiration, anorexia, anemia and pelvic inflammation. Previously administered products included for an unreported indication: omeprazole and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition: ovarian cyst"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition :gerd") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced anxiety ("hormonal changes describe: anxiety, moody"), dizziness ("psychological or psychiatric problems condition: dizziness,") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred, dizzy"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced mood altered ("hormonal changes describe: anxiety, moody"), dyspepsia ("gastrointestinal or digestive system condition :"), infection ("infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("possible bladder issues,") and headache ("headache"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, anxiety, gastrooesophageal reflux disease and dyspepsia was resolving and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dyspareunia, ovarian cyst, nausea, vaginal discharge, mood altered, dizziness, fatigue, vision blurred, weight increased, infection, dysmenorrhoea, migraine, bladder disorder and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, infection, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on an unknown date: impression: 1. Low level echoes within the cul-de-sac. Cannot exclude heme or inflammatory cells within the free fluid.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal discharge, anxiety, abdominal pain, ovarian cyst, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a (B)(6) female patient who had essure (batch no. A36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, weight loss, pleuritic pain, coughing, tenderness, painful respiration, anorexia, anemia and pelvic inflammation. Previously administered products included for an unreported indication: omeprazole and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), ovarian cyst ("reproductive system disorder or condition: ovarian cyst"), nausea ("nausea"), mood altered ("hormonal changes describe: anxiety, moody"), anxiety ("hormonal changes describe: anxiety, moody"), dizziness ("psychological or psychiatric problems condition: dizziness,"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition :"), dyspepsia ("gastrointestinal or digestive system condition :"), vision blurred ("vision/eye problems type: blurred, dizzy"), infection ("infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches") and bladder disorder ("possible bladder issues,"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, anxiety, gastrointestinal disorder and dyspepsia was resolving and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dyspareunia, ovarian cyst, nausea, vaginal discharge, mood altered, dizziness, fatigue, vision blurred, weight increased, infection, dysmenorrhoea, migraine and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, infection, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on an unknown date: impression: low level echoes within the cul-de-sac. Cannot exclude heme or inflammatory cells within the free fluid. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: vaginal discharge, anxiety, abdominal pain, ovarian cyst, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received : lot no. Was added. New events, "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition, hormonal changes describe: anxiety, moody, hysterectomy (partial), migraines/headaches, nausea, pain, pregnancy (stillbirth or miscarriage), psychological or psychiatric problems condition: dizziness, anxiety, reproductive system disorder or condition: ovarian cyst, vaginal discharge, vision/eye problems: blurred, dizzy, weight gain" were added. Outcome of events, "gastrointestinal disorder, anxiety, pain" was updated to "recovering/resolving". Onset dates of events were added. Patient's information and product information was updated. New reporter contact information, patient's demographics, concomitant medications were added. Medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.